Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed a leak from a crack in the white blood cell (wbc) aperture module and bath of the instrument. The fse replaced the wbc aperture module and bath to resolve the leak and verified the repair as per established procedures. Failure mode of the leak is attributed to a crack in the wbc aperture module and bath. (B)(4).

Event description:
The customer reported observing white crusty residue and a few drips of fluid in the blood sampling valve (bsv) and baths area of the lh 500 hematology analyzer. The customer indicated that fluid appeared to have originated from one of the baths. The customer stated that the leak was contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.